Event description:
Reporting status: serious injury- permanent damage - medical intervention. Reporting rationale: stent dislodgement resulting in permanent damage. Device issue: stent dislodgement. It was reported that the stent dislodged from delivery balloon and was deployed proximal to the perforation. The perforation was treated with a balloon. No additional event or pt info is available.